Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the pump declared multiple temperature alarms that were unable to be cleared while not in extreme temperatures. Blood glucose (bg) was 216 mg/dl. It was indicated that the customer had manual injections available for alternate insulin therapy.